Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a leak. It was reported that during preparation of the steerable guide catheter (sgc), the sgc failed to hold fluid column. A second attempt was made to re-perform the preparation steps, but the sgc still failed to hold fluid column. The sgc was not used in the patient, and the procedure was successfully completed with new sgc. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Event description:
N/a

Manufacturer narrative:
All available information was investigated, and the reported issue was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported leak (loss of fluid column). There is no indication of a product issue with respect to manufacture, design, or labeling.